Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing and improper handling, which are both user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged component - locking components, damaged bearings, damaged cable/cord/wiring, hole/cut in hose, motor and control damage, liquid damage, damaged locking parts and worn out hose. It was further determined that the device failed pretest for loctite and cable assessments, cutter lock assessment, safety, noise, handpiece temperature and hand control. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.